Manufacturer narrative:
Review of records: vascutek has reviewed quality control and manufacturer's records. There were no issues with the manufacture of this batch. Batch testing. No performance testing can take place. The graft remained implanted. No other samples from the batch were available. There were a total of 4 grafts in batch p70296/6. They were distributed in may 2006. The usage rate is such that vascutek would expect the remainder of the batch to have been implanted. There have been no other reports received for this batch. Clinical trial results. In the original gelseal trial reported in the PMA for the approval of gelatin impregnated grafts, 2.5% of the grafts were reported to have leaked blood. Vascutek's current rate of blood leakage is reported as 0.02% from 2006 to date. Gelatin sealed grafts: gelatin sealed grafts consist of polyester knitted fabric which has been impregnated with gelatin and coated with glycerol to prevent the gelatin from cracking. They are placed in double tyvek lidded blister and then placed in aluminum foil bags together with desiccant to prevent the grafts from getting into contact with moisture. When the grafts are implanted, the gelatin starts to degrade over a 14 day period. As the gelatin degrades the voids are filled with tissue in-growth to maintain a blood tight vessel. H6 conclusion. We do receive reports of blood leakage as given above. This can be caused by excessive manipulation which can sometimes dislodge the gelatin. This case is more extreme in that the blood leakage is reported at lasting approximately 1.5 hours and covered the graft's surface. Whilst we have no info regarding the storage conditions, if the aluminum foil had been opened sometime previously, moisture could have gained contact with the graft and started the hydrolysis process. A review of batch records showed that the batch was manufactured following vascutek's routine manufacturing process. No root cause could be identified.

Event description:
A gelsoft plus ax-bifemoral graft was used on a pt for a lower limb vascularization. The pt had an acute occlusion of aortic bifurcation secondary to type b dissectional of aorta. While in surgery after doing the proximal auxillary anastomosis, the clamp was released and the surgeon found extensive seepage of blood from the entire surface of the graft. It took approximately 1.5 hours to control the bleeding.